Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. It was noted that there was damage to the rubber keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings: during investigation, the keypad was found to be missing from the pump. During testing, all of the keypad buttons were found to be unresponsive to button presses. The ok button contact was found to be inverted and the contrast button contact was missing. A tear was observed on the keypad flex. The audio bolus button was not able to be tested due to the inoperable keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.